Manufacturer narrative:
Section e1: initial reporter telephone number: (B)(6) . Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a complaint about far vision following implantation of a preloaded toric intraocular lens (iol) in their operative eye. Account indicated that they targeted emmetropia for iol power, but post-operatively the refraction was sph -2.0 cyl-1.5 which resulted in myopic refraction. The lens was explanted and exchanged with a monofocal iol. The pre-operative vision was 0.8 for far and j4 (decimal) for near; the post-operative far vision was 0.8 and the readings for near was j2. The patient is temporarily impaired and their daily activities significantly affected. No further information was provided.